Event description:
It was reported that the device had broken/damaged and failed force calibration. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had broken/damaged and failed force calibration. There was no patient involvement.